Event description:
It was reported that the ventricular lead perforated the ventricular wall when being positioned. The procedure was stopped after the lead was extracted. The patient was stabilized.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.